Event description:
It was reported that when the physician retracted the microcatheter to deploy the stent, it could not be moved. The microcatheter had become stuck with the stent delivery wire. Continue attempts to retract the microcatheter were performed, and consequently, the microcatheter's shaft detached from the hub. The physician removed the stent delivery wire and microcatheter together as a unit from the patient's body. The physician successfully deployed a stent at the neck of the pseudo-aneurysm. The physician wanted to deploy a second stent (subject device) to secure the vessel and the pseudo-aneurysm. However, the physician was unable to position the stent, and upon removal the stent prematurely deployed into the internal carotid artery. There was no clinical consequence to the patient.

Event description:
It was reported that when the physician retracted the microcatheter to deploy the stent, it could not be moved. The microcatheter had become stuck with the stent delivery wire. Continue attempts to retract the microcatheter were performed, and consequently, the microcatheter's shaft detached from the hub. The physician removed the stent delivery wire and microcatheter together as a unit from the patient's body. The physician successfully deployed a stent at the neck of the pseudo-aneurysm. The physician wanted to deploy a second stent (subject device) to secure the vessel and the pseudo-aneurysm. However, the physician was unable to position the stent, and upon removal the stent prematurely deployed into the internal carotid artery. There was no clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device is not available; therefore, physical analysis cannot be performed. The root cause of premature deployment cannot be determined. However, additional information confirmed that high friction was encountered during stent manipulation due to excessive tortuousity. It is likely that inadvertent advancement of the stabilizer from the microcatheter may have occurred due to manipulation of the device in response to friction encountered. Therefore, a root cause of operational context has been assigned to this event.